Event description:
This rv lead was implanted on (B)(6) 1997 and remains implanted as of this time. A call was placed to technical services on 9/22/2017 stating that it has odd looking rv electrogram. There was deflection that suggest loss off capture with intrinsic conduction. Loss of capture is based on small rv deflections are perfectly consistent intervals regardless of pacing. Two spikes in rvimpedance from the normal of 350 ohms to > 3000 ohms, this may suggest a spring contact issue. There appears to be an issue with the rv lead, the lead insertion or the connection. The lead is 20 years old and need to rule out lead issue with isometric. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).